Event description:
Customer reported via phone call that they were taken to emergency room due to high blood glucose. Customer's blood glucose level was 400 mg/dl and 500 mg/dl. Customer's current blood glucose level was 394 mg/dl. Customer was treated with manual injection and intravenous insulin drip at hospital. Trouble shooting was performed. Customer reported symptoms of high blood glucose such as nausea, difficulty breathing. Customer was using the insulin pump system within 48 hours of reported event. Auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.